Event description:
(B)(4). Constantly headaches, abnormal menstrual period, depression,hair loss, constantly no reason tiredness,weakness, bacterial vaginosis,lower abdominal pain on both sides, ovarian cyst,knee pain, period stop ,hot flashes,excessive bleeding during periods,incontinence,vulvodynia,breast pain,spine pain, neck pain,severe bloating,brain fog forgetfulness,mood swings,sleep apnea,muscle spasms.